Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: catalog number: 00771101520 lot number:64026282 brand name:m / l taper. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019-04966. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain and trunninosis. Additional information on the reported event is unavailable.